Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The lot number was reported as unknown in the initial report. The lot number (d101221) had been received and entered into this supplemental report. The previous report stated the date of manufacture (dom) was unknown. The dom (jan 18, 2011) has been updated. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the device were visually inspected and it was determined that there was no evidence of abuse or manufacture issues. The device was tested and it was confirmed that the device was damaged. It was determined that the device had a blown fuse. Therefore, the reported condition was confirmed. It was determined that the root cause of the battery failure was due to excessive current that caused the battery to blow the fuse, suggesting that the battery had been connected to a device that had a short circuit. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ulna osteotomy surgical procedure, it was observed that the battery device was weak; and that it did not produce enough power to keep the saw speed going when in the bone. It was reported that the battery was successfully tested during pre-surgery testing. It was reported that the battery was used for one minute prior to when the problem was observed. It was reported that there was a ten minute delay in the procedure due to the event and a competitor's spare device was available for use, and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.